Manufacturer narrative:
Results eval codes: we are anticipating the return of this event sample. A review of our complaints history revealed this to be the first complaint for this product lot. Review of the history for this type event reveals the most likely root cause for this incident is likely to be one of the following: the catheter was pulled through the touhy needle during the procedure, resulting in severance by the needle. This is referred within section 1 of the "warnings" section of this product instructions for use (IFU) "never pull back the catheter through the epidural touhy needle as this can result in the catheter being cut and left in the epidural space. If catheter insertion difficulties are encountered, the epidural touhy needle and catheter should be removed carefully together as a single unit, and the procedure repeated. The catheter became trapped between the pt's vertebrae. Any pulling force used would result in severance of the catheter. This is referred to within section 4 of the "warnings" section of the IFU as follows: do not pull the epidural catheter rapidly during removal from the pt. If resistance is felt on withdrawal, consult current medical literature for specific techniques. Continuing to exert force when resistance is felt may lead to breaking of the catheter. If the sample is returned, and reveals a device defect, then a f/u report will be submitted.